Event description:
During a call to resolve an unrelated alarm, the home patient reported that they restarted therapy using the same supplies, which are indicated for single use. There was no report of patient injury, medical intervention, or adverse event associated with this incident.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Reuse of single use supplies is a defined use error. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. If additional relevant information is received, a follow-up will be submitted.